Manufacturer narrative:
The ge service representative conducted an on site investigation. The connectors on the hard drive were reseated as well as the sata cable on the general purpose operating system board. The system tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.